Event description:
It was reported that a peritoneal dialysis (pd) transfer set was leaking from the female connector. The leak was further described as ¿dripping from the miniset". This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information b5: this issue was further described as ¿at the time of decapping the minicaps dripping from the miniset was observed¿. The patient was connected at the time of the events. Additionally, ¿with each connection/disconnection or after removing the minicap, dialysate runs out of the abdomen with the rotary clamp obviously closed¿. As a result, the transfer set was replaced and there was no longer a leakage issue. H10: the device was received for evaluation. A visual inspection with the naked eye identified a broken occluder leg beneath the twist clamp. The reported condition was verified. The cause of the condition could not be determined; however, the damage cracked or broken set is consistent with the damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.